Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported a customer experienced high blood glucose over 400 mg/dl. The customer had a hyperglycemic event and the adverse event was device related. Customer treated high blood glucose with an injection. Customer's doctor suspected the insulin pump malfunction and requested the customer to discontinue use of the device. Customer was provided another insulin pump and customer continued to experience high blood glucose levels. Customer wasn't receiving the correct basal insulin dose. The device is not returning for analysis.